Manufacturer narrative:
Corrected lot# .

Event description:
The customer ran blood glucose tests on the contour meter using two different bottles of strips and the readings were 14 and 184mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips and meter were sent to the customer.